Event description:
It was reported that during a tka procedure, the blade broke at the mount. It was also reported that there were no adverse consequences, no delays or medical intervention required. It was further reported the procedure was completed successfully. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).